Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 605mg/dl. The nurse stated that the insulin pump was malfunctioning. Troubleshooting was performed. It was stated that the alarm history revealed that the auto off alarm feature was set at nine hours and it would shut off. Also, the nurse stated that there were low reservoir alarms. It was stated that the customer was transferred from one hospital to another, and she wants to be sure the insulin pump is functioning correctly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.